Event description:
The customer reported discordant hbsag results on a pt sample. False negative hbsag results could present a risk to public health. Biased results were reported, but questioned by the physician. There was no report of pt harm as a result of this event.

Manufacturer narrative:
The sample was orignally tested, retested and confirmed by an alternate site as reactive. Retesting of a second sample from the same pt generated negative results. Testing for additional hepatitis b markers yielded negative results. Qc results were acceptable on both testing days. Root cause of the discrepant vitros hbsag assay results could not be determined based on info available.